Event description:
Goertz, l., liebig, t., siebert, e., pflaeging, m., forbrig, r., pennig, l., schlamann, m., dorn, f., <(>&<)> kabbasch, c. (2021). Intrasaccular flow disruption with the woven endobridge for narrow-necked aneurysms: a safety and feasibility study. World neurosurgery, 151, e278¿e285. Https://doi.org/10.1016/j.wneu.2021.04.018 medtronic review of the literature article found described cases in which 17 patients underwent treatment for wide neck aneurysms with a non-medtronic woven endobridge device. The article noted that for the majority of patients included treated for anterior circulation aneurysm a navien 058 catheter was used. 4 patients included in the study group were specified to be treated for anterior communicating artery aneurysm. In 2 of these patients, postinterventional magnetic resonance imaging showed silent thromboembolic cerebral infarction without correlating neurological deficits. No additional treatment to address the thromboembolic infarctions was described. There was no report of any device navien catheter malfunction.

Manufacturer narrative:
Reported patient age (61 years) is the average age of the two patients who had thromboembolic events observed reported in the article. The average patient age for all patients included in the study was noted to be 55 years. Reported patient sex (male) is true for the two patients who had thromboembolic events observed reported in the article. The article noted the majority of patients treated in the study group were female. If information is provided in the future, a supplemental report will be issued.